Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the tip of the inserter fractured during use. The surgery was completed successfully and the fractured piece of the inserter was removed from the patient. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; e1; e2; e3; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through returned product analysis. Visual examination of the returned product identified that the distal end of the device has fractured and all pieces were returned. Confirmed that the handle of the device is visually conforming to the print. Device was submitted for further analysis. Fracture analysis identified the fracture showed excessive smearing and biological debris near the edges and corners. Ductile dimple artifacts identified in the clean, non-smeared regions of the fracture surface, suggesting an overload mode of failure. Eds semi-quantitative elemental analysis of product needle sample showed that the composition is consistent with nitinol. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.